Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the catheter tip was fractured. The viewflex xtra ice catheter was inserted into the femoral vein via a 10f short introducer and resistance was encountered. The catheter was removed and inspected, which revealed a fractured tip. A new catheter was used to complete the procedure with no consequences to the patient.